Event description:
It was reported that the patient's ipg reached end of life.. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date: date of event is estimated.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
An ipg reaching end of service was reported to abbott. The issue was not confirmed via the attached neuro-stimulation record since good battery health was denoted with a green check mark. Additionally, the ipg¿s historical stimulation settings are unknown since the provided stimulation report is outdated by over a year. In absence of sufficient stimulation parameters and settings, it is not possible to perform an accurate battery longevity calculation. The ipg in question remains implanted and has not been returned for evaluation. Based on the insufficient information received, the ipg¿s longevity estimation could not be accurately ascertained and a single definitive root cause for the issue encountered was not able to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.